Manufacturer narrative:
The implant date, lot numbers were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced difficulties with an inflatable penile prosthesis (ipp), using the pump as it would not pump all the way. It was determined after examination and computed tomography (CT), that there was a fluid leak due to a hole in the cylinder. A surgical procedure was performed during which the existing device was explanted and replaced with a new ipp. There were no patient complications.